Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Five (5) days post procedure the patient was admitted to the hospital with stroke-like symptoms. A computed tomography (CT) imaging procedure was performed which showed a thrombus present. A transesophageal echocardiogram (tee) performed at a later date showed no evidence of a thrombus. There were no other complications that were reported to have occurred. The physician switched the patients medical regiment as a result of this event.